Event description:
Smiths medical international, ltd., has been notified by smiths medical affiliate of an incident which occurred involving a 3.5mm plain tracheostomy tube. It is reported that the user checked the tracheostomy site, as the alarm from the respirator kept beeping, and found that the tube had become detached from the flange. The tube remained in the trachea with the tube end being seen from the tracheostomy site. The nurse pulled the tube out using artery forceps. The pt displayed cyanosis but soon after the dr changed the tube and increased pressure by a pressurized bag and the cyanosis improved.